Event description:
Pt reported being hospitalized at (B)(6) hospital from (B)(6) 2025 due to a line infection. Pt reported the following signs/symptoms of infection at cvc site: redness, swelling, tenderness and foul smell. Elevated white blood cells and positive blood culture: unknown, possible mrsa on the tip of catheter, but not in blood stream. Pt is uncertain about the positive blood culture results, stating that a culture starting "mr" was present on the catheter tip but was not detected in the bloodstream. Md is aware. No further information, details or dates available.